Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause is unknown. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiogram procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had negotiated the patient's aorta under fluoroscopy. During catheter manipulations over-the-wire, the catheter tip detached. The physician successfully removed the catheter tip from the patient's artery with a vascular snare device. No additional consequences to report.